Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, system board, power management board and sensor board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board, system board, power management board and sensor board. The oxygen blending module board, system board, power management board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to integrated circuit (u204) having no output on pins 6 and 7. The system board, power management board and sensor board were all evaluated by the manufacturer's quality assurance laboratory and were found to operate to design specifications.